Event description:
Pt undergoing right pelvic osteotomy when drill bit broke off and was retained in the right pelvis. Incident was immediately recognized. Surgeon assessed whether or not to attempt removal and risk benefit. Decision was made not to attempt removal. Remainder of drill bit handed off and retained for further examination. Surgery was completed without further incident.